Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review visual inspection of the sample. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Positioning guide rod was returned and evaluated. Upon visual inspection the tip had fractured. There are wear marks on the shaft. Hardness testing confirms the hardness to be within specification. Fracture surface analysis performed by sem on the guide rod sample showed that it fractured due to bending overload. Fracture surface showed mixed mode of overload fracture throughout, exhibiting ductile overload dimples on brittle cleavage planes. Eds semi-quantitative elemental analysis of the guide rod showed that it was consistent with 455 stainless steel. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the g7 positioning guide rod was fractured. No injury to the patient was reported. Attempts were made to obtain additional information; however, none was available.